Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range and the customer had followed the prompts during the load sequence. Customer's blood glucose level was 152 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.